Event description:
Procedure: wedge resection. According to the reporter: duet distal suture biosyn was not cut leaving the duet attached to staple sulu. The physician did not have access to introduce a cutting device, and ripped the cartridge and staple line out of the lung tissue. Surgeon called for another device to close and continue the wedge resection. A 400cc of blood loss and or time extension of 30 minutes was reported.